Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and the op case was counterfeit. There was an acu watchdog and primary audible alarm post errors in the history, which might be what the customer is referring to. The device was tested via start-up, flow and occlusion tests. The issue was not able to be duplicated. The technician replaced the speaker, top case, plunger cable (damaged), battery door (cracked), worm coupling and leadscrew and clutches. Cable guards were installed and the device was recalibrated.

Event description:
Information was received that the medfusion 3500 pump displayed a main board failure. There were no adverse events reports.